Manufacturer narrative:
Event date was not provided and has been estimated. Previous admission for gi bleeding: MFR # 2916596-2016-00823. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of recurrent gastrointestinal bleeding events. The admissions were reportedly too numerous to quantify and no specific information was provided for individual admissions. Without additional information available, this report covers all admissions for this chronic issue that were not previously reported.